Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture post implant. The patient was evaluated and thresholds were fine. The patient was reported to be pacer dependent. It was reported that the loss of capture resulted in a couple dropped beats; however, no asystole greater than two seconds. Loss of capture was again exhibited the morning after implant. It was believed that this product exhibited microdislodgement and the thresholds were reprogrammed to 5 volts at 1 millisecond. No adverse patient effects were reported.